Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. The hcp reported that the patient was admitted to the hospital due to frequent falls the patient was experiencing. The hcp reported that the patient was in need of an MRI, but couldn¿t place the device into MRI mode due to the patient not having the patient programmer (pp) with her and the patient also stated she didn¿t know where the pp was located, possibly lost. The hcp also reported that she didn¿t believe the reason for the MRI was related to the device or therapy. The hcp couldn¿t confirm if the frequent falls were any way related to the device or therapy. The hcp reported that they were ¿trying to figure that out.¿ the hcp reported that the therapy had been turned off for a while. No further complications were reported.